Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead were exhibiting high out of range impedance measurements approximately one month following a device change-out procedure. Non-invasive programmed stimulation was performed and no issues presented. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Approximately six months later we received additional information of another out of range pacing impedance measurement. No additional intervention planned to be performed at this time. The patient continued to be monitored via latitude which is a remote monitoring system. No additional information is available at this time. If additional information becomes available the event will be updated. Approximately five months later we received information regarding another out of range pacing impedance that was detected via latitude. Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Information received from the local sales representative indicated that the clinic was aware of the issue and there were no plans for intervention.

Manufacturer narrative:
Approximately six months later we received additional information of another out of range pacing impedance measurement. The clinic is aware and still has no plans for intervention. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.